Manufacturer narrative:
(B)(4). The explanted ipg was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the physician replaced the ipg and positioned the ipg deeper into the patient as the patient had been experiencing charging difficulties. Malfunction was suspected.